Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the y connector was missing a lead. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a eva 3000 ml bag with 6-spike set had a ¿tentacle¿ missing, leading to a leak. This occurred when unspecified fluids were attached to the bag during setup. There was no patient involvement. No additional information is available.